Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate defibrillation therapy was noted due to noise on the right ventricular lead. The physician suspected a micro lead dislodgement so the lead was repositioned with good electrical values. The lead was reconnected to the device and no noise was reproducible. The patient was in stable condition following the procedure.